Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple patients not showing up,performed a station reboot but issue still persists. A technical support specialist has disabled the purge deletion throttle at the station level. The maintenance service purge queue has been restarted and is expected to clear within one to two hours, which should resolve the issue.. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system station multiple patients not showing up a customer has indicated that there was a delay because the user needed to create a temporary patient record in order to remove a drug, which was necessitated by a bloated database; however, it is important to note that no harm was inflicted upon the patient. There were no adverse events or injuries reported based on this event.